Event description:
It was reported that the patient underwent a posterior t8-sacrum/pelvis fusion with (B)(4) and instrumentation. The patient was fine at the two week post-op visit, but at one month post-op, suddenly developed thigh pain, worse with thigh extension. No motor deficit is seen. The patient is undergoing evaluation so no studies are complete. Plain radiographs are unremarkable. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.